Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-18700-28 plate cutters silicone piece came out. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-18700-28 serial/batch number (B)(6) was received for investigation. Manual functional testing found that the device was working as required. However, the instrument was not used to cut any part. Visual evaluation noted discoloration marks. Per drawing c18004 at revision 3 component description. Item 7. Silicone insert (not shown) it is inferred that the instrument has a silicone component. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.